Event description:
Boston scientific received information that the brady lead was not implanted successfully due to non-product experience. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, complete lead was returned and noted blood/body fluid in the lumens. The lead passed all testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the brady lead was not implanted successfully due to non-product experience. No adverse patient effects were reported.